Event description:
It was reported by service report that the head lift motor would not raise or lower. The customer reported that they did not know if there was any pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result - lift motor coupler.